Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation in the unit has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The visual inspection of the device confirms a cracked handle, the from handle grip is completely broken off. The probable root cause/s could be user excessive force and or user misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation in the unit has been compromised.